Event description:
It was reported while using bd nexiva single port, 20g x 1.0 the adapter did not fit properly. There was no report of patient impact. The following information was provided by the initial reporter: medical imaging had a problem with item bd383516 lot 23611290 with a crushed hub connector so they can't properly screw on a leur connector.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-apr-2023. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used 20g x 1.00in. Nexiva unit from lot number 2361290. A gross visual inspection of the returned unit found that a portion of the luer adapter below the luer threads was deformed. Further inspection under a microscope found that the material had been bent and pushed in. The pushed in material could be seen obstructing the fluid path. A luer lok syringe was attempted to be coupled with the luer adapter and the obstruction prevented a connection from being completed. Additionally, on the opposite side of the deformation a scratch and damage to the ear of the luer adapter was found. Based on these observations it is likely that the luer adapter was deformed during manufacturing. During manufacturing, damage to the luer adapter may occur when loading the luer adapter due to a burr on the gripper or when buffering the units due to damaged tooling. Operators perform visual inspections of the full assembly per the quality control and sampling plans to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva single port, 20g x 1.0 the adapter did not fit properly. There was no report of patient impact. The following information was provided by the initial reporter: medical imaging had a problem with item bd383516 lot 23611290 with a crushed hub connector so they can't properly screw on a leur connector.

Event description:
It was reported while using bd nexiva single port, 20g x 1.0 the adapter did not fit properly. There was no report of patient impact. The following information was provided by the initial reporter: medical imaging had a problem with item bd383516 lot 23611290 with a crushed hub connector so they can't properly screw on a leur connector.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device expiration date: 31dec2025. H.4. Device manufacture date: 27dec2022. D.4. Medical device lot #: 2361290.